Manufacturer narrative:
No information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the picture of the rigid videoscope flickers and goes black. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned to olympus for inspection and the reported failure was not confirmed. However, the following reportable malfunctions were identified during the device evaluation: broken video cable and purple image. Based on the results of the investigation, and since the image flickering and goes black was not confirmed during evaluation, the definitive root cause of the customer's reported issue could not be determined. Based on the results of the investigation, it is likely the image was purple due to the broken video cable. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the picture of the rigid videoscope flickers and goes black. There were no reports of patient harm.